Manufacturer narrative:
Product ID: 0601. (B)(4). This event occurred outside the us where the same model is distributed. Without a lot number or device serial number, the manufacturing date cannot be determined. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that an error message was displayed during the start up of the generator. Starting it up again, the message was displayed again. The situation remained unchanged despite changing the battery. During the procedure, smoke was seen coming from the battery storage compartment along with a strange odor. The electrocardiogram (ECG) cable also had an apparent fracture. The status of the generator and cable is unknown. No patient complications have been reported as a result of this event.